Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. No delivery error alarm functioned properly. The device was received with normal operating currents and no unexpected off, no power, or low battery alarms noted during testing. The device communicated properly with the meter. The device had minor scratches on the lcd window, cracked reservoir tube lip, and cracked reservoir tube window.

Event description:
Customer reported via phone call, she was hospitalized on (B)(6) 2015 due to high blood glucose. At the time of admission she was 187 mg/dl and was diagnosed with diabetic ketoacidosis. Customer stated she was had been running high for a few days prior, stated on (B)(6) 2015. Customer stated her blood glucose at the time of incident was in the 300 mg/dl range, current was 148 mg/dl. Troubleshooting was performed on the insulin pump and the device failed the high pressure test. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.